Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, manufacturing instructions, quality control (qc) and specifications was conducted during the investigation. The complaint product will not be returned; as such, a physical examination of the device could not be completed and a document-based investigation was conducted for this event. Qc confirms the catheter surface is clean, smooth, and free of damage. The tip of the catheter is checked to be free of damage. There is no evidence to suggest the device was not manufactured to current specifications. Due to the limited information provided, we are unable to determine a definitive root cause at this time. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
According to the medwatch report submitted by the user facility: charge nurse at bedside to assist bedside rn with removing arterial line. While removing arterial line, rn began pulling line out of skin and line snapped in half. Charge nurse grabbed the remaining portion of line still inside skin with pick-ups. Ccs mds paged to bedside to examine patient. After removing remaining portion of line, mds examined old arterial line verses an unused brand new line to deduce if any portion was remaining in patient. Mds deduced that all portions were remove from patient. Line area redressed with new dressing.

Manufacturer narrative:
(B)(4). Corrected data: (B)(6). The event is currently under investigation. (B)(4).

Event description:
According to the medwatch report submitted by the user facility: charge nurse at bedside to assist bedside rn with removing arterial line. While removing arterial line, rn began pulling line out of skin and line snapped in half. Charge nurse grabbed the remaining portion of line still inside skin with pick-ups. Ccs mds paged to bedside to examine patient. After removing remaining portion of line, mds examined old arterial line verses an unused brand new line to deduce if any portion was remaining in patient. Mds deduced that all portions were remove from patient. Line area redressed with new dressing.